Event description:
It was reported that air bubbles were observed within the canister. Reportedly, the customer was not performing the air removal step. Tandem technical support educated customer to remove any residual air from the cartridge during the load process. Customer primed the tubing to address the issue. Customer¿s blood glucose level was 337 mg/dl.